Manufacturer narrative:
On 11/8/2019, mentor became aware that the following was erroneously omitted from the initial report: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: suspected rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient who underwent an unspecified breast prosthesis implantation surgery with a 255cc mentor memorygel breast implant on the right side, was initially diagnosed with a rupture via MRI, however, when the patient underwent implant explantation on (B)(6) 2019, it was discovered that the implant was intact. During surgery it was identified that the patient had experience capsular contracture; baker grade unknown, and that the device had discoloration inside.

Manufacturer narrative:
On 12/6/2019, the product investigation was completed. Device investigation summary: upon visual inspection of the picture, it was observed some folds on the implant and a yellow milky color inside. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer's reference number: (B)(4).